Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device the universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, fluid intrusion was found that would be related to the reported event. The usm was installed onto a golden system where the 22021 error was triggered indicating fault on the carriage degrees of freedom (dof) 6, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage gearboxes were further tested and were verified to be the source of the fault. The complaint was confirmed based on fa. The probable root cause of the reported issue can be attributed to a fault of the gearboxes within the affected usm creating a mechanical engagement issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that arm 4 was not free to move. The user initially tried a backup instrument and drape, but the issue persisted. No errors were found in the system logs. The arms were configured in a 4, 1, 2, 3 arrangements, and a change to a 1, 2, 3, 4 configuration was advised, but the issue remained unresolved. Through logs, the tse noticed that no sterile adapter (sa) was attached to arm 4, despite a drape being fitted. The user was guided to remove the drape and exercise the sa and instrument sensing pins. The surgeon chose to proceed with laparoscopy and converted, as the procedure could not be completed with only three arms. The patient side cart (psc) was fully undocked, and after attaching a new drape, the sa, cannula, and instrument were recognized by the system and system logs. However, the surgeon decided not to recommence surgery robotically since the sensing pin issue might recur. A procedure delay was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue with known good drapes and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.